Manufacturer narrative:
(B)(4). Batch # r58v3r. Device evaluation: the analysis results found that the tct75 device was received with no apparent damage, with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lobectomy, that the staples did not form properly, they were sticking straight up. Case completed with another device of the same product code. There were no patient consequences reported.